Event description:
On 9/17, the pt, a iddm, took her normal evening dose of insulin and ate dinner at 7/p. Shortly after eating, she became "shaky, not feeling right." A meter reading of 113 mg/dl was obtained. She drank 1/2 glass soda and tested 20 minutes later with a result of 112 mg/dl. Still not feeling well, she tested again one-half hour later, with a result of 189 mg/dl. A new vial of strips was opened and 4 tests were taken over the next 20 minutes with results of 114, 117, 157 and 112 mg/dl. The pt called the paramedics who obtained a meter reading (brand unk) of 320 mg/dl. A comparison was performed moments later with the following results" paramedic's meter, 366 mg/dl, pt's meter, 117 mg/dl. The pt was transported to the hosp, treated with IV insulin and released at 4:30/a. The pt reports that she is anemic and that her blood sample is often "flat. The product's instructions for use state that low hematocrits and insufficient blood samples may result in lower than normal meter readings. The meter was in calibration on 9/18, reading 85 versus a range of 66-89.